Event description:
Manufacturer received a medwatch report alleging that the certified nursing assistant was moving the resident from a reclined position in the geri chair to an upright position. The resident's right arm got caught on a metal tab that holds the side panel in place, resulting in gash on the forearm which required stitches.